Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that their speaker was not working. The device was not in use on patient.